Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a worn downstream occlusion (dso) sensor and the push button for cassette recognition was broken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that there was no cassette detection. The issue occurred while in use with the patient. Since the cassette was not detected, the patient couldn¿t receive their medication. The patient was administered 3 medications via IV, but without any connection to the incident.